Event description:
During the procedure, an orbit galaxy (640cf0308/13500457) would not detach at the green zone using a dcs syringe ii (635-002/ 96331165). The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and heavily tortuous. It is unknown if the physician attempted the alternative detachment, and the device was replaced with a new orbit galaxy (lot unknown), but could not be detached using the same syringe. Then, he replaced the syringe for a new syringe (lot unknown) and was able to detach the replaced coil without any difficulties. Afterwards, the procedure was successfully completed with no further issues and no patient injury/complications reported. The syringe was filled with saline from a dedicated source. The physician attempted to detach the coil at the green zone (position #3) but failed. Prior to attempt to detach, it was verified under fluoro that there was no stress against the (mc) microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. No leaks were noticed from all the connections and all the different components were checked for proper connection. A total of 20 coils (details unknown) were placed in the target vessel without any difficulties. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the progreat microcatheter (terumo, unspecified) was replaced or reshaped. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush was maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also, no damages were reported on the device after the event. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: dcs syringe ii (635-002/96331165, complaint product); orbit galaxy (unk catalog/lot) total: 1; coils (unk catalog/lot) total: 19; dcs syringe ii (unk catalog/lot); microcatheter (unk catalog/lot).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and a review of lot 13500457 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an internal ileac artery coil embolization prior to stent grafting the 3x8 orbit galaxy (640cf0308/13500457) could not be detached when pressurizing the dcs syringe ii ((635-002/ 96331165) to the green zone. It is unknown if the alternative detachment method as outlined in the instructions for use was attempted. The galaxy was replaced with a new one (lot unknown) and this coil could not be detached using the same syringe. The syringe was then replaced for a new one (lot unknown) and the second galaxy was able to be detached without any difficulties. The procedure was then successfully completed with no further issues. There were no patient injury/complications reported. The vessel was mildly calcified and heavily tortuous. The syringe was filled with saline from a dedicated source of saline. The coil delivery system was prepped without any difficulty. All components were checked for proper connection and no leaks were noted from any connections. Prior to attempt to detach it was verified under fluoro that there was no stress against the mc or delivery tube. After the first reported 3x8 galaxy coil that could not be detached, 20 coils (details unknown) were placed in the target vessel without any difficulties. It is also unknown if the progreat/terumo microcatheter was replaced at any time or whether it was reshaped. The devices were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. No additional information is available. (B)(4). A non-sterile orbit galaxy complex fill coil 3 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope. The gripper was found without damage; residues of dry blood can be observed on it while the embolic coil was found stretched. Using a lab sample syringe 635-002, the orbit galaxy system was purged by increasing the pressure to the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was passed the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure of the coil to detach was not confirmed with functional analysis; the coil detached per specifications with testing. The cause of the reported event and damages found on the device could not be conclusively determined. However, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent this type of failure from leaving from the facility. Additionally, analysis of the returned syringe found it met all specifications. It was reported that it is not known if the syringe pressure was increased to the red zone in attempt to detach the coil as outlined in the IFU. Although a definitive cause cannot be determined, it appears that procedural factors may have contributed. Therefore no corrective action will be taken at this time. (B)(4). The returned dcs syringe was visually inspected for anomalies that could affect the ability of the device to pressurize; none were noted. The dcs syringe was tested per procedure and all manufacturing specifications were met. The current manufacturing controls include 100% testing for leakage (positive pressure and vacuum) and gauge accuracy after manufacture using ultra high purity nitrogen gas. Devices that pass this test are marked by automation for identification (device that fail are not marked). The returned device was marked, indicating it met manufacturing specifications when leaving the facility. A review of the device history record for the involved syringe lot indicated the device was manufactured under normal operating conditions. The lot was sampled, inspected, and accepted per procedure. Based on the analysis of the returned cnv syringe there were no device discrepancies or anomalies noted; the device did not present with any defect or anomaly contributing to the inability to detach the coil. Additionally the analysis of the concomitant orbit system found no discrepancy with functional testing. It was reported that it is not known if the syringe pressure was increased to the red zone in attempt to detach the coil as outlined in the IFU. Although a definitive cause cannot be determined, it appears that procedural factors may have contributed. The records indicated that the cnv syringe met specification prior to shipment; and the returned device met all manufacturing specifications. Therefore, no corrective or preventive actions will be taken at this time.